Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that a bolus was administered but the his blood glucose level shot up quickly. The customer's blood glucose reading was 493 mg/dl at the time of incident. Troubleshooting found that the cannula was bent. The customer declined to troubleshoot for the high blood glucose. The customer was advised that the device would be replaced and to return the product for analysis.